Manufacturer narrative:
Trackwise ID # b)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that haemopro cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation on 01/27/2021. An investigation was conducted on 02/15/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. The clear silicone insulation was observed to be intact on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not turn on and did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was not audible from the power supply upon activation. The safety shut down was not tested as the device would not power on. An engineer evaluation was conducted on (B)(6) 2021. The electrical continuity of the switch was checked between the common (c) and normally open (no) terminals when the switch lever was activated (pressed down). It failed, there was no electrical continuity detected. The electrical continuity of the switch was checked between the common (c) and normally open (no) terminals when the switch lever was activated (pressed down). It failed, there was no electrical continuity detected. During production final testing, the resistance and heat-up tests would have failed if the switch was not functioning. The device would have been scrapped. It appears the switch stopped functioning after production testing. Therefore we cannot determine what caused it to fail. (See attached engineers evaluation email). Based on the returned condition of the device, the evaluation results, and the engineers evaluation, the reported failure "failure to cut " was confirmed as well as the analyzed failure "failure to deliver energy". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that hemopro cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: a2, a3, a4, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that haemopro cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that haemopro cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. The clear silicone insulation was observed to be intact on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not turn on and did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was not audible from the power supply upon activation. The safety shut down was not tested as the device would not power on. An engineer evaluation was conducted on (B)(6) 2021. The electrical continuity of the switch was checked between the common (c) and normally open (no) terminals when the switch lever was activated (pressed down). It failed, there was no electrical continuity detected. The electrical continuity of the switch was checked between the common (c) and normally open (no) terminals when the switch lever was activated (pressed down). It failed, there was no electrical continuity detected. During production final testing, the resistance and heat-up tests would have failed if the switch was not functioning. The device would have been scrapped. It appears the switch stopped functioning after production testing. Therefore we cannot determine what caused it to fail. Based on the returned condition of the device, the evaluation results, and the engineers evaluation, the reported failure "failure to cut " was confirmed as well as the analyzed failure "failure to deliver energy".

Event description:
The hospital reported, that during an endoscopic vein harvesting procedure. Using vasoview hemopro 2, they noticed, that haemopro cautery was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3: device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun". Trackwise ID # (B)(4).